Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2021 the log showed many underspeed (head < demand) events which could be caused by over occlusion. The log confirms the underspeed events were occurring but cannot confirm if the occlusion was changing by itself. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with the large roller pump whereby the occlusion kept getting tighter and tighter causing an underspeed alarm to go off. This happened toward the end of the case, so the end user stated that they finished the case without changing out the roller pump.

Manufacturer narrative:
The field service representative (fsr) could not verify that the occlusion of the pump was not staying set. He performed calibration checks and release tested the pump and the pump functioned properly when tested. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the occlusion of the roller pump in the arterial position kept getting tighter and caused an underspeed alarm to occur. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.